Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, pt and device info. Study event. The stent remains in the pt. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.

Event description:
Device malfunction: misplaced. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a right common carotid stenting procedure the stent advanced slightly and did not entirely cover the lesion. Access to the lesion had required pre-dilatation with a 4 mm and then 6 mm viatrac balloon. Stent placement did not cover the bifurcation as desired. A second rx acculink was deployed, overlapping the first and extending into the common carotid artery. The pt did not experience any adverse effects. No add'l info available.